Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, at 12:30 p.m., the patient required an intravenous line. After consulting with the family, the patient agreed to the insertion of an indwelling catheter. Upon removing the needle hub after insertion, it was discovered that the hub was rusty. The physician was immediately notified, and the patient¿s hand was examined; there was no redness or swelling, and the patient reported no discomfort. The indwelling catheter was immediately removed, and a new one was inserted.